Event description:
It was reported that approximately four months following a high-tibial osteotomy, a tibial screw was found to be broken; the hardware was removed via a second surgery and a different brand of plate and screws was implanted. The tip of the broken screw was not able to be retrieved; it remains in the bone. The reporter stated the original surgery was completed successfully. The patient did not have any post-operative pain; the broken screw was discovered on a follow-up visit. The weight-bearing schedule after the original surgery was reported as normal. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. Patient factors such as age, gender, weight, quality of bone, activity level and other factors that can effect healing time (such as smoking, drinking, poor circulation, etc.) Could not be determined. Based on the information provided, the most likely cause(s) of this type of event is micromotion of the screw which can occur if the patient has poor bone quality surrounding the implant or if the patient is non-compliant with the post-operative protocol and begins weight bearing too early. Per product directions for use (dfu-0098). Post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.